Event description:
Reportedly, the plastic part at the active blade was detached during laparoscopic anterior resection. The surgeon confirmed that there were no clips or staples clamped during activation of the device.